Event description:
A false positive advia centaur cp troponin ultra result was obtained on a pt sample. Another sample was drawn and tested. The result was negative. The lab questioned the result. The tech then repeated the initial sample twice and the results were negative. It is not known if pt treatment was prescribed or altered. There was no report of adverse health consequences due to the false positive troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse cleaned the wash 1 nozzles proactively. The instrument is performing within specifications. The cause of the false positive troponin ultra result is unk. No further eval of the device is required.